Event description:
The customer reported to customer svc that when she plugged her breast pump transformer into the wall outlet, it sparked, though there were no flames or fire and an injury did not occur.

Manufacturer narrative:
A replacement power supply was sent to the customer. In a f/u with the customer, she confirmed that she saw sparking from exposed wires at the strain relief, but did not witness smoke, fire or flame and indicated that no injuries were sustained as a result of the issue and that she returned the product. However, as of the date of this report, the product has not been received. Though the product was not received and evaluated, the customer stated that she witnessed sparking, which is a safety risk. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 4/4/2011. Activities related to this notification are on-going. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed.